Manufacturer narrative:
The fe investigated the instrument for the reported issue. The fe identified a bent collet at position #2 as well as the spring sticking. The fe cleaned the tip sleeve and replaced the collet at position #2. The fe performed splld checking procedure and tested the summit with oas user software. The instrument was tested without problem and returned to expected operation.

Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).